Event description:
The autopulse platform (sn (B)(6) was used in an attempt to resuscitate a 54-year-old male patient in cardiac arrest. Per the customer, the patient had cerebral palsy (cp) prior to the incident. The cardiac arrest was witnessed by the patient's wife, who heard something in the shower and checked on the patient. The patient was in cardiac arrest for about 3-4 minutes before receiving bystander manual CPR by the police department/ems on location within 3-4 minutes of dispatch. Then, the patient received automated CPR via the autopulse platform for six minutes before the platform stopped and displayed "system error, out of service, revert to manual CPR." Per the customer, the autopulse platform had performed roughly three cycles of compressions when the issue occurred. The crew immediately started manual CPR while trying to troubleshoot the issue. They powered off/on the platform, but the system error persisted. To further troubleshoot the problem, the crew removed the battery, waited 10 seconds, and reinserted it into the platform. However, the system error persisted. Also, the crew used another backup battery with no success. Manual CPR continued for about 30 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. The customer stated that it is unknown if the patient's death was related to the autopulse system. However, zoll medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in december 2014 and is over 8 years old, well beyond its expected service life of 5 years. During visual inspection, the front enclosure was observed with a crack in the front-end area, unrelated to the reported complaint. The cause of this physical damage could be a result of both user mishandling and wear and tear. The front enclosure was last replaced during servicing at zoll in april 2018. The damaged front enclosure was replaced to address the issue. Reviewing the archive data showed a system error, 139 (unable to hold compression position) on the reported event date, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The technical investigation found that the root cause of the system error was the out-of-specification (too wide) drivetrain motor brake gap, which could not be adjusted. The drivetrain motor assembly was replaced again to address the issue. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).